Event description:
It was reported, the brake/steer pedal was flipped upside down making the brakes inoperable.

Manufacturer narrative:
It was reported by the service technician, the brake cam and roller assembly were broken. The stretcher was manufactured in 1992 and has exceeded the expected life of the product.